Manufacturer narrative:
D9, g3, g6, h2, h3, h4, h6, h10 the glidescope core 10-inch monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core 10-inch monitor and could not reproduce the "intermittent image" issue. The glidescope core 10-inch monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope core 10" monitor, the screen would split and the image would go in and out intermittently. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.